Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "pt was having episodes of locking when trying to rise from a kneeling high flexion position. The surgeon elected to do a poly exchange and increase poly thickness from 11 to 16 mm. This increase in thickness closed the flexion gap that was present with an 11 mm poly. The pt was very stable in both flexion and extension after the 16 mm poly was implanted."